Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 09apr2026, 15apr2026, and 22apr2026 to obtain on the work performed to resolve the issue. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there had been a blower stalled alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The blower stalled alarm occurred during service of the device. The customer was provided with a proposal for onsite service by a field service engineer (fse), but the customer stated on 06apr2026 that the device was running and had been returned to use. No further information was provided detailing if or how the device was serviced following the initial alarm observation and prior to its return to use. Good faith efforts (gfes) are being sent to obtain clarification. This investigation is ongoing.